Event description:
Discordant, falsely low sodium (na) results were obtained on four patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that prior to calling tsc, a diluent check had failed and a precision study performed on patient samples, showed imprecision. Tsc instructed the customer to align the integrated multisensor technology (imt) module and imt probe. Quality controls were run, resulting within range. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse cleaned the rotary valve and aligned the imt module and probe. Quality controls were run, resulting within range. The cause of the discordant, falsely low na results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.